Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for monofocal lens model 1 months and 15 days after the initial implant procedure. Clinical reason for explant was patient unable to tolerate iol. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same company lens but different model but 2 and half a diopter power less indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.